Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Visual inspection of the device found minor separation between the tubing and connector. The device was functionally tested and was found to be non-hermetic, leaking at a rate of .1l/min. The most likely root cause was determined to be excessive pulling/twisting on the tubing during use. The instructions for use (IFU) states: "avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that during the case air was leaking from the tourniquet cuff where the tubing goes into the cuff. There was no patient injury, medical intervention, and extended procedure time reported was minimal. These are commonly used devices that are readily available.